Event description:
Caller states patient tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. Patient's coumadin dose was held for one night based on the meter result. Caller reports patient had blood in her stool. No adverse event reported. Requested return of suspect system and replacement was sent.